Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x20mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the shaft halfway between hub and distal tip was broken. The device was never used inside the patient and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier us, mr 3.0x20mm, stent delivery system was returned for analysis. A visual and tactile examination of the device found a hypotube break at 908mm from distal end of strain relief. There were also multiple hypotube kinks along the catheter length noted. A visual examination of the crimped stent found stent strut rows 2, 3 and 7 (counting from distal end of stent) lifted from stent profile. The undamaged stent od (outer diameter) was measured and was within specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple shaft polymer extrusion kinks and damage to the exchange port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x20mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the shaft halfway between hub and distal tip was broken. The device was never used inside the patient and the procedure was completed with another stent. No patient complications were reported.